Manufacturer narrative:
B3: the exact event date is unknown. Product analysis summary: product analysis confirmed the reported events. The ams700 ipp cylinders were visually inspected and functionally tested. A fatigue leak was identified in the krt of cylinder 2; hole was present. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were present. The pump was functionally tested and failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. Product analysis concluded these activation issues could affect the functionality of the pump. The identified fluid loss in the krt of cylinder 2 is also the probable cause of the mechanical issue, as the device would not be functional after the system fluid was lost. Therefore, product analysis confirmed cylinder and pump malfunction. DHR review / similar complaint review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for batch 1000027240 and it respective container 21526866 and it respective related component batch 1000085462 and its respective container 21948701 was completed, found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. There is no evidence that the reported events are related to a manufacturing deficiency based on the product analysis and a review of the manufacturing records. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the instructions for use. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient stated that his inflatable penile prosthesis (ipp) quit working and new one will be implanted the next week. The patient wonders if there is a model that would add more girth as he lost a lot after his radical prostatectomy. It was further reported that the doctor performed all necessary troubleshooting steps, checked the reservoir for leakage but all fluid remained. Cylinder and pump would not work so all components were replaced. The issue with the pump and cylinders was not identified. There were no patient complications in relation to this event.

Manufacturer narrative:
The exact event date is unknown.

Event description:
It was reported that the patient stated that his inflatable penile prosthesis (ipp) quit working and new one will be implanted the next week. The patient wonders if there is a model that would add more girth as he lost a lot after his radical prostatectomy. It was further reported that the doctor performed all necessary troubleshooting steps, checked the reservoir for leakage but all fluid remained. Cylinder and pump would not work so all components were replaced. The issue with the pump and cylinders was not identified. There were no patient complications in relation to this event.